Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient had no benefit with the device.

Manufacturer narrative:
According to the received information from the field, the device was explanted in 2013. It is stated that multiple channels with high impedance could be observed by in situ measurements, however neither the telemetry data nor the device have been received for investigational purposes. An exact root cause cannot be determined due to lack of information.

Event description:
The recipient had no benefit with the device. The recipient was re-implanted.